Manufacturer narrative:
The field service engineer found a problem at the washing station and fixed it. The qc recovery was acceptable. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for two patients with the cobas integra 400 plus. Patient 1: on (B)(6) 2021, the initial result was 1.2 mg/dl. The repeated result was 0.77 mg/dl. Patient 2: on (B)(6) 2021, the initial result was 1.72 mg/dl. On (B)(6) 2021, the repeated result was 0.97mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.